Event description:
Reporter alleged blood glucose measured "lo" back to back with a result that the customer stated to be a "normal" value whereby a value of 100 mg/dl was used for comparison. It was stated, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.